Event description:
It was reported that the pump would not pass the flow test even though it passed from repair. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.